Event description:
Rptr stated that an anesthesiologist asked for the pump to be checked by the MFR since it had not been checked recently. He stated "not delivering correct dosage." No pt or in use issues have been reported. Service of the pump found it to be running slower than the specified limit.